Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the balloon size for this product is printed on the hub and identified the returned sample as a 10mm x 4cm balloon. The catheter was kinked 56.2cm from the distal tip. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kinks. No other anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using the customer's returned guidewire, and it passed without issue. With the guidewire in place, the inflation hub was connected to an inflation device. Water was used to inflate the balloon. Upon inflation, the balloon began to leak at the proximal balloon glue joint. The balloon was able to be deflated without issue. The proximal balloon glue joint was examined under microscopic magnification and a partial circumferential shaft break was noted at the proximal balloon glue joint. The edges of the break were slightly jagged. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a break, as a partial circumferential outer shaft break was found at the proximal balloon joint. The investigation is inconclusive for an inflation issue, as the balloon could not be fully inflated due to the break in the catheter. The root cause for the partial break at the proximal balloon glue joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left av fistula; guided fluoroscopy demonstrated an alleged air bubble inside the balloon during inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the balloon size for this product is printed on the hub and identified the returned sample as a 10mm x 4cm balloon. The catheter was kinked 56.2cm from the distal tip. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kinks. No other anomalies were observed to the device at this time. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using the customer's returned guidewire, and it passed without issue. With the guidewire in place, the inflation hub was connected to an inflation device. Water was used to inflate the balloon. Upon inflating, the balloon began to leak at the proximal balloon glue joint. The balloon was able to be deflation without issue. The proximal balloon glue joint was examined under microscopic magnification and a partial circumferential shaft break was noted at the proximal balloon glue joint. The edges of the break were slightly jagged. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a break, as a partial circumferential outer shaft break was found at the proximal balloon joint. The investigation is inconclusive for an inflation issue, as the balloon could not be fully inflated due to the break in the catheter. The root cause for the partial break at the proximal balloon glue joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left av fistula; guided fluoroscopy demonstrated an alleged air bubble inside the balloon during inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.